Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: yellow particles, flat creases, wear abrasion, broken shell with sharp edge with localized stresses induced (a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks around 0-25% of the shell is missing. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with sharp edge and with localized stresses induced assessed as surgical impact and missing shell that is assessed as inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.